Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with 2.0 ml of juvéderm® volux¿ into the jawline and chin, 2.0 ml of juvederm® voluma¿ with lidocaine into the cheeks and 2.0 ml of juvéderm® volite as a hydration in the mid and lower face. After 3 days, the patient returned to the clinic with a jawline swelling. 3 days later, patient's whole face was swelled with pain. Local anesthesia was used as a pre-treatment. As post-treatment, it was used local antibiotic (fucicort). Treatment: local antibiotic (fucicort). Patient was treated with clavox, antihistamine and prednisolone. The symptoms have been resolved after surgical removal of the infected filler with some scars after the surgery. This is the same event and the same patient reported under patient identifier: (B)(6) (emdr-14950), (B)(6) (emdr-14951). This emdr is being submitted for the suspect product, juvéderm® volite.